Manufacturer narrative:
According to the customer, on (B)(6) 2024 she fell in the shower due to the bar "coming off the wall" when she held onto it. The customer reported she fell onto her right side and had "bruising and swelling" on her "leg, hip, elbow, shoulder, and neck" and "potentially a hematoma" in her "calf". The customer reported she went to her physician, had x-rays performed, an MRI performed, and was recommended to take "advil", elevate her right leg, and apply a cold compress. The customer reported the MRI resulted with "small tears in the hip and signs of muscle atrophy, which physicians noted as irreversible". The customer reported they required physical therapy and "continue to experience persistent symptoms seven months after the incident". No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2024 she fell in the shower due to the bar "coming off the wall" when she held onto it. The customer reported she fell onto her right side and had "bruising and swelling" on her "leg, hip, elbow, shoulder, and neck" and "potentially a hematoma" in her "calf".